Manufacturer narrative:
The insulin pump received with a motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test due to motor error alarm. The device had all the buttons function properly and no moisture damage was found on the keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.